Event description:
Reporting status: serious injury- medical intervention/permanent damage. Reporting rationale: stent deployed in unintended site causing a dissection requiring medical intervention. Device issue: shaft leak. It was reported that the procedure was to treat a 75% in-stent restenosis in the riva to the first diagonal. After predilatation, an attempt was made to deploy the 2.5 x 28 mm promus; however, it was not possible to inflate the stent balloon at 10 bar. After depressurizing there is a backflow of blood out of the stent delivery system (sds) shaft. An attempt was made to remove the sds, but as it became proximal to the original target area, it was not possible to move the stent proximally or distally. The inflation device was used to produce as much pressure as possible. When the stent was partially expanded, the balloon was able to be removed from the stent with moderate effort. A balloon was used to further expand the proximal and distal portion of the stent, at which time a small dissection was observed at the proximal end of the stent. Another stent was implanted to treat the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the inflation lumen and in the balloon. There was no contrast visible. The balloon was slightly inflated at the distal and proximal end of the balloon, the folds in the middle of the balloon were relaxed. There were crimp marks on the balloon where the stent implant had been between the markers. The outer and inner member were flattened 5.5 cm proximal to the proximal seal for a length of 4 mm. There were scratches on the shaft where it was flattened. There was no other damage noted to the sds. The inflation device used in the procedure was not returned. A new indeflator filled with water was used in an attempt to pressurize the balloon, when fluid leaked from the flattened shaft, there was a tear in the outer member. The balloon did not inflate due to the tear in the shaft. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.